Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(4) 2021 and (B)(4) 2021, the patient had catheter placements. It was said that on (B)(4) 2021, during use of both catheters, catheter-related bloodstream infection (crbsi) occurred. The catheters were not repaired and had no leak. Iodopovidone was the cleaning agent used for both devices. Tego was not utilized. There were no luer adapter issues.